Event description:
It was reported that asymptomatic patient had received inappropriate shock for atrial fibrillation with rapid ventricular response. The shock was not noted on therapy summary and episode tree. Patient was earlier in hospital complaining of syncope; however syncope was not related to episodes of atrial fibrillation. Programing changes were made to prevent the shocking for rapid ventricular response during supraventricular tachycardia. Further programing changes were recommended to ventricular tachycardia electrocardiogram.